Event description:
Boston scientific received information that this patients system noted out-of-range (oor) high shocking impedances. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that the patient was brought in for non-invasive programmed stimulation (nips) testing due to continued high out of range shock impedance measurements. When a 41 joule shock was administered, the shock impedance measurement was 106 ohms. Boston scientific technical services (ts) was consulted and discussed that there was little to no risk of saturation with a shock impedance value of 106 ohms. Since the nips shock impedance measurement was within range, the clinic opted to continue to monitor the patient. Over one and a half years later the high out of range shock impedance measurements continue to occur. The clinic will continue to monitor the patient and no further intervention has been planned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that prior to an unrelated right atrial (ra) lead revision, high out of range shock impedance measurements ranging from 190 ohms to greater than 200 ohms were seen on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Noise was also observed on the rv lead. Boston scientific technical services (ts) discussed the noise appeared to be the distal coil picking up some atrial activity. Ts recommended performing a shock to test the integrity of the lead and shocking system. During the revision procedure maximum energy shocks were delivered and yielded greater than 125 ohm impedance measurements, but no code was observed. Painless shock lead impedance was at 164 ohms. Ts advised to continue with further testing and discussed there was a risk if the patient has a therapeutic event with impedance over 145 ohms that may lead to non conversion. The physician believed the values to be acceptable and chose to monitor. The crt-d was electively explanted during the procedure as the patient was upgrade to a crt-d with is4 header. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a remote home monitoring alert for high out of range shock impedance measurement of 150 ohms was recorded. It was noted that the shock impedance has been gradually rising. During the last change out procedure a shock was delivered with an impedance measurement of 133 ohms. Boston scientific technical services (ts) discussed that when the value is above 145 ohms it could lead to shocking into an open circuit and if higher than 145 ohms it can truncate the shock to monophasic. The medical professional stated they would discuss this information with the physician. The physician contacted ts and stated that at the change out procedure he deemed the shock value to be normal and at this time has opted to continue to monitor the patient and not perform any further actions. The right ventricular (rv) lead remains in service and no adverse patient effects were reported.